Event description:
It was reported that the rigid video laparoscope had an image rotation issue. The event occurred at inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure image rotation issue was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: meniscus of the r-unit (charged coupled device) section was broken, r-unit (charged coupled device) was broken, and resolution was inadequate. A root cause could not be identified. Based on the results of the investigation, the most probable cause of image rotation issue could not be established. Additionally, resolution was inadequate cause due to r-unit (charged coupled device) was broken and meniscus of the r-unit (charged coupled device) section was broken, r-unit (charged coupled device) was broken cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.